Event description:
It was reported that 2 of the lead contacts have broken off and are just free-floating in the epidural space. Patient is no longer getting pain relief and experienced a return of pain. The two leads were removed and replaced, but they were unable to extract the contacts. The cause is unknown, but the rep noted they would submit any new information that becomes available. The issue was resolved with lead replacement and the leads will be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 16-apr-2029, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977a275, serial# (B)(6), was returned for product analysis. Analysis found that conductors 0 and 1 were broken 74.5 cm from the proximal end of the lead. Conductor 2 was broken 73.4 cm from the proximal end of the lead. Product ID 977a275, serial# (B)(6), was returned for product analysis. Analysis found that conductor 2 was broken 1.8 cm from the distal end of the lead. Conductor 1 was broken 1.1 cm from the disla end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient denied any external/environmental factors that could have led to the lead contacts breaking off. The rep stated that they are in possession of the device and would return it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.